Event description:
The stool sample was detected for salmonella and rotavirus on biofire gastro intestinal panel, but only salmonella was confirmed on verigene and rotavirus was not detected on verigene enteric panel. 28 years old male presents for evaluation of diarrhea for 01 week. No sick contacts recently. No recent travel. Patient generally healthy. No surgical history. Patient denies eating any contaminated food that he knows of or drinking contaminated liquids. No recent camping. No blood in stools. He states he is having sometimes 02 bowel movements per hour. He is not really having abdominal pain but does get some cramping when he has a bowel movement coming up. "Lot number 2062224".